Event description:
The customer received a questionable ferritin result for one patient sample. A data flag and no numeric result was received on initial testing. The repeat result was 0.5 ng/ml. This result was reported outside the laboratory. The sample was sent for repeat testing on another cobas 8000 analyzer and the result was 14.4 ng/ml. The sample was repeated on (B)(6) 2014 on the original cobas e602 analyzer and the result was 15.4 ng/ml. The result was amended and resent before the gp (general practitioner) received it. The patient was not adversely affected. The ferritin reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A possible cause of the event might have been related to air bubbles on the sample or a low sample volume as indicated by the data flag on the initial testing.

Manufacturer narrative:
The ferritin reagent lot number was 177897.

Manufacturer narrative:
This event occurred in (B)(6).